Event description:
Initial info was received on (B)(6) 2011 from a dentist, who reported the following to colgate palmolive. An (B)(4). Old male pt used a colgate motion power toothbrush and it exploded, causing ringing in the child's ears and a red mark on his chest. The child, who was a new pt, had visited the dentist during the (B)(6) season. The motor of the toothbrush had been expelled during the explosion, hitting the child in the chest and causing a one inch mark in his chest. The shaft of the toothbrush had been shattered into several pieces, but the motor and batteries were intact. The bristles were slightly worn. Additional info received on (B)(6) 2011 from the child's father indicated that his son had begun using the toothbrush approximately six months to one year prior to the report, brushing once or twice daily. The toothbrush exploded in (B)(6) 2010 (exact date unk) while the child was brushing his teeth. The batteries had recently been changed. Pieces of the toothbrush hit the child in the chest, causing red marks on his chest. He was not wearing a shirt at the time. He stopped using the toothbrush on the day that it exploded. He also experienced ringing in the ears. He had not complained of the ringing in his ears for quite some time to his father, but subsequently reported that the event persisted when he visited the dentist for a routine checkup. The red marks on his chest resolved on an unk date. No medical or laboratory testing was performed by the dentist, and the child did not see a physician about the ringing. At the time of the report, the consumer had not recovered from the ringing of the ears. The case number for the report is (B)(4).